Manufacturer narrative:
The reported lot number 21287040 did not match with the upn provided (B)(4) therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator large oval snare was used in the cecum during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare loop failed to cut the target polyp and it was noted that the device failed to extend and retract. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.